Manufacturer narrative:
Please note that the following section was not reported on the initial MFR report and is being reported on this follow-up #01 MFR report:3005168196-2017-01682. Box 4. Unique identifier. This report is associated with MFR report numbers: 3005168196-2017-01683, 3005168196-2017-01684, 3005168196-2017-01640.

Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-01683, 3005168196-2017-01684, 3005168196-2017-01640. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed a pod8 to the target location using a non-penumbra microcatheter, and successfully detached the pod8 using the handle, despite the patient having tortuous anatomy. The physician then experienced difficulty detaching two ruby coils using the handle; therefore, the ruby coils were manually detached by breaking the proximal end of the pusher wire. It was reported that another ruby coil was unable to be detached. There was no report of an adverse effect to the patient.